Manufacturer narrative:
Philips has investigated this complaint. Philips received an alert indicating communication problem between the flat detector controller and the image detector. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) inspected system remotely and confirmed that the reported alert. The review of system log files showed flat detector controller low temperature error. Upon troubleshooting. The rse reloaded the related software, after which the issue was resolved. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a communication problem between the flat detector controller and the image detector, which can prevent x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.